Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported 340 days following a carotid artery stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 90% stenosed 5.5x20mm target lesion located in the ostium left internal carotid artery. Treatment consisted of the utilization of a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilatation with an unknown device the residual stenosis was 10%. One day post procedure the patient was discharged with a nih stroke value of 0. The patient returned for a required ultrasound at the scheduled 12 month follow up visit. At 340 days post the index procedure, the ultrasound revealed a 59% in stent restenosis in the target lesion. It is not known if the lesion has been treated and the relationship to the device is currently unknown.